Event description:
It was reported that this a clinic visit revealed elevated thresholds and loss of capture (loc) secondary to right ventricular (rv) lead dislodgement. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to lead dislodgement. No additional adverse patient effects were reported. This rv lead was returned for analysis.